Manufacturer narrative:
The lens remains implanted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted post lens implantation. A yag was performed. The reason for the yag was no provided.